Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a ra lead revision procedure, x-ray revealed pneumothorax that constituted a complication of the revision. However, the mechanism by which the pneumothorax was caused is not further specified. Bülau drainage was performed under local anaesthesia and after three days of chest tube therapy the event was resolved. X-ray showed no residual pneumothorax. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.